Manufacturer narrative:
The returned driver was evaluated. One of the prongs at the tip was found to have sheared off and the other prong is bent. A review of the manufacturing records did not identify any issues which would have contributed to this event. The root cause cannot be definitively determined; however, possible contributors include gradual weakening of the tip material over time leading to fracture and bending, attempting to manipulate the inserter excessively while the tip is mated within the screw head, or by dropping the instrument.

Event description:
It was initially reported that a driver was found worn during a routine inspection outside of a surgical setting with no patient involvement. However, evaluation by zimmer biomet personnel found that the one of the prongs at the tip has sheared off and the other prong is bent.